Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-01146, 2134265-2017-01147, 2134265-2017-01273. It was reported that the patient experienced stent thrombosis. The patient presented with complaints of leg pain for 2 weeks with swelling. Acute deep vein thrombosis (dvt) of the common femoral (cfv) and popliteal veins was diagnosed via ultrasound. A thrombolysis procedure was scheduled for the following day. Following thrombolysis for 24 hours, intravascular ultrasound (ivus) was performed indicating 90% compression of the left common iliac vein (civ) and external iliac vein (eiv). A 22x70 wallstent® endoprosthesis was advanced to the civ lesion. The wallstent® was post dilated twice with an xxl balloon. An 18x60 wallstent® endoprosthesis was then advanced to the eiv lesion and deployed overlapping the 22x70 stent and across the terminal valve, with good wall apposition following balloon dilation. Ivus was then performed which demonstrated good wall apposition and good stent placement along with brisk flow to the inferior vena cava (ivc) across the newly implanted stents. The patient was taken to the recovery room in stable condition. The procedure was considered successful and there were no complications. The patient was discharged the following day on clopidogrel therapy. On (B)(6) the patient presented for a follow up appointment with left leg edema, warmth and pain with an onset date of (B)(6). Acute dvt was diagnosed and a thrombolysis procedure was scheduled for the following day. On (B)(6) thrombolysis of the in-stent dvt was performed from the left civ stent extending through the popliteal vein on the left leg. Thrombolysis was performed overnight. On the following day, venography was performed showing persistent dvt of the civ and eiv stents deployed one week ago and identified "heavy clot burden" down to the popliteal vein. An 18x90 wallstent® was then advanced and deployed in the left cfv across a valve to "bridge open" that location, where the contrast flow had stopped. Angiojet thrombectomy catheter was then used to remove thrombus with multiple passes for a total of 408 seconds of use. Final angiography revealed patent flow from the popliteal sheath to the ivc. Angiography was again performed and revealed greater than 50% compression of the left civ and it was decided to perform stenting of the civ. A wallstent® was advanced and deployed in the left civ extending into the ivc. The stent was post dilated with an xxl balloon with 2 inflations. Ivus was performed on the ivc, left civ and cfv which demonstrated good wall apposition and good stent placement. The patient was recommended lifelong coumadin, weight loss and hypercoagulability workup. Patient discharged on (B)(6) 2015. On (B)(6) the patient was hospitalized for dvt in the left leg. The patient was placed on a heparin IV drip and referred to a vascular surgeon. On (B)(6) ultrasounds and diagnostic tests were performed and it was believed the left eiv stent was partially occluded, however it could not be confirmed without surgery. On (B)(6) exploratory surgery was performed and found a clot in the left cfv near the deep femoral vein confluence and found the left iliofemoral stent occluded from its origin through its entire course. Attempted catheter crossing of the occluded left iliofemoral stent was unsuccessful due to chronic thrombosis. Because of these findings, the surgeon informed the patient that there was nothing he could do regarding the stents or the veins that were stented. The patient was discharged on (B)(6) 2015. On (B)(6) 2015 the patient returned to the clinic and reported continued bilateral leg pain, throbbing, leg tiredness, itching, swelling and discoloration. Partial thrombosis of the left cfv and eiv stent was suspected, however further evaluation is limited given the severe attenuation from surrounding stent material. Chronic occlusive dvt identified through left lower extremity. The patient was prescribed non operative measures for treatment. There were no further patient complications reported.